Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic salpingectomy procedure, while the surgeon was closing the port site the needle detached from the thread, this left the needle stick inside the abdominal wall tissue. The surgeon then had to removed the needle from inside the abdomen laparoscopically.